Manufacturer narrative:
Hardware low level failure alarm confirmed in the insulin pump history and during self test due to broken trace.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 496 mg/dl. The customer was treated with manual injection. The customer stated that self test passed. The customer stated that infusion set had bent cannula. Troubleshooting was performed. The product will be returned for analysis.